Event description:
After an estimated implantation period of approximately 13 months, it was reported that the device was found to be in eos status. The device was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The implant date on this device was corrected to (B)(6) 2019. The lead and the ICD were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were analyzed. The activation of the eos status resulted from a fast successive charging of defibrillation shocks as a result of intrinsic heart signals. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The analysis of the lead showed a kinked distal end which most likely resulted from mechanical stress during the explantation procedure. No further deviations were noted that may have contributed to the reported clinical observation. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not show any sign of a material or manufacturing problem.